Event description:
N/a.

Manufacturer narrative:
The rickham reservoir was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Study: case description: "this case is referring to a 14 year-old male participant." "An investigator reported this case from the biomarin study, cerliponase alfa observational study." "The participant's past medical history was not reported." "On an unreported date, the participant underwent implantation of intracerebral ventrisculostomy (icv) set (codman, generic). The lot number was not reported." "On (B)(6) 2014, the participant initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was not reported. The most recent dose of brineura was administered on (B)(6) 2023." "On (B)(6) 2023 after the brineura infusion was done, a laboratory of bacteriology called for suspicion of an infection of cutibacterium acnes. On the same date, there was 22 elements, including 56% neutrophils founded in the cerebrospinal fluid (csf) test. Direct test was negative, the 24-hour culture was negative. There was no sign of meningeal infection and no signs of sepsis. The c-reactive protein was negative and blood cultures were collected (results were not reported). The participant returned home with instructions for their mother to monitor. On (B)(6) 2023 it was called for bacteriology laboratory for prolonged culture positive for very scarce colonies of cutibacterium acnes over 6 days. There were no signs of meningeal infection, the participant was calm, not in pain and was afebrile. The participant's mother noted that the participant was sleeping a little less than usual and woke up more easily. There was no epileptic seizure. On (B)(6) 2023, the participant was admitted to the hospital for a puncture on ommaya device and biochemistry and bacteriology +/- introduction control. On the same date, results of bacteriology's culture showed a positive test to cutibacterium acnes (infection ommaya device) and the participant experienced grade 2 meningitis due to cutibacterium acnes (meningitis). The follow up puncture on the ommaya reservoir was performed and 28 elements, including 68% neutrophils found in the csf test. Direct test was negative, anaerobic culture was positive after 5 days to cutibacterium acnes. The crp and blood cultures were negative. On the same date, introduction of amoxicillin antibiotic therapy was started. The indication for removal of the reservoir, with reservoir and csf fluid culture was taken intraoperatively, intrathecal and blood dosage of amoxicillin. On (B)(6) 2023 the participant's ommaya reservoir was removed. It was an uncomplicated post-operative course, with an isolated fever peak which was well tolerated. There was an intraoperative insertion of the midline catheter due to approach difficulties (on several occasions, dissemination of the amoxicillin infusion with blister and skin erosion on the right forearm and left hand). On the same date, the reservoir culture was positive for cutibacterium acnes, and the participant continued with amoxicillin treatment. During the night of (B)(6) 2023 to (B)(6) 2023, there was an accidental cutting of the midline catheter. On on (B)(6) 2023 the participant had a PICC-line catheter placement performed, which was positive after subculturing after 24 hours. On on (B)(6) 2023 there was a reinsertion of a new left arm midline and blood culture (aerobic culture) was positive. The amoxicillin was continued until (B)(6) 2023 with good progress on prolonged antibiotic therapy. On (B)(6) 2023 a follow up lumbar puncture results showed meningitis with high csf protein and 24 elements, direct test negative, culture negative and 16s rna was negative. On the same date, amoxicillin was restarted for another 14 days and the participants anaerobic was negative after 48 hours and also negative after 5 days. The participant had enteral feeding via gastrostomy. On (B)(6) 2023 a hospital acquired infection due to rhinovirus and enterovirus was detected and was associated with an increase in secretions. There were no oxygen requirements. On (B)(6) 2023 the left arm midline was removed at the end of the antibiotic therapy and the participant was discharged from the hospital. Additional treatment included oxygen (2 liters/minute) and salbutamol. On an unreported date, treatment with brineura was withdrawn due to the event. It was a multidisciplinary decision that the continuation of the enzyme therapy and the insertion of an ommaya reservoir was unreasonable in the lifetime plan given the impact on the participant and his family's quality of life, and the little benefit expected from continuing with them." "The outcome of the event was reported as recovered/resolved on 07-dec-2023." "The investigator assessed the event of meningitis as not related to treatment with brineura. The investigator assessed the event of meningitis as related to the icv device. No other etiological factors were reported." Case comment: "the patient experienced meningitis due to cutibacterium acnes, which is a known complication of surgically implanted icv device. Cutibacterium acnes is scalp skin commensal bacteria. The causality of event is assessed as not related to brineura." Medwatch: MFR report #: (B)(4).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Investigation update: all finished goods test results, including endotoxin satisfactorily met the requirements.

Event description:
N/a.